Event description:
Pt with severe hypoxia from birth injury required nasojejunal ph guided tube-inserted by certified rn in 2003 at the bedside- with serial x-rays thereafter determined good placement and no complications. Clinical condition deteriorated 2 days later and emergent laparotomy revealed jejunal perforation with intra-abdominal abscesses.